Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and failure to capture. The lead was capped and replaced on 6oct2021. The patient was in recovery.